Event description:
It was reported that the patient experienced increased pain. On (B) (6) 2007, the patient underwent "maintenance replacement of pump due to battery depletion". It was noted that there was a "large amount crystalline material at catheter connection site at side nipple port". The catheter was sheared at the connection site. The catheter was revised and repaired due to the catheter tear. The crystalline material was sent to pathology for examination. The outcome of the testing was "precipitant, possible crystallized medication". A granuloma was not suspected; no neurological symptoms were reported. The pump contained fentanyl - 1140.0 mcg/ml and bupivacaine - 25.0 mg/ml in simple continuous mode. The patient recovered without sequela.

Manufacturer narrative:
(B) (4).